Event description:
A heated wire melted through the plastic circuit. The pt, who had undergone open heart surgery, was being suctioned by a rn using a ballard closed suction catheter. She noticed the low minute volume on another co's ventilator going off. She stat paged the therapist. The pt was hand ventilated until the circuit was changed. The pt was extubated on 12/9/93. There was a six inch melt point back approx five segments from the pt "y" on expiratory side. The circuit was used with this co's humidifier.